Event description:
Thr clinic received a phone call from the pt's parents stating that the pt was no longer able to hear from his tempo+speech processor. All the external equipment was replaced but the pt still was unable to hear. Testing carried out in april 2006 confirmed the the implant had malfunctioned.